Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion at 5.2 - 5.9 cm distal to the suture sleeve tie impression consistent with lead friction to another device or feature of the heart. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.